Event description:
Implant was placed on 6/3/94. Second stage surgery was performed on 4/9/96, at which time the failure was identified. The implant was placed in the lower mandible, tooth position #22. Reason for failure was due to infection.